Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages, unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing, specifically the te recognition test. The cause for the failure was isolated to an open red (can h) wire and an open pulse wire in the trunk cable. The root cause of the open wires is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was experiencing "check therapy pad" messages, and the belt was unable to communicate with a monitor.